Manufacturer narrative:
Exact date unknown, event occurred in approximately 3 years ago. Explant date: procedure happened three years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc83628, model: sc-2218-70, serial: (B)(4), batch: 17392158.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. No further information could be obtained despite good faith efforts.